Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the user interface to stack flex assembly and after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device powered itself off when attempting to charge for defibrillation therapy. There was no patient use associated with the reported event.